Event description:
The facility representative reported the device battery was faulty. Failure occurred during biomed testing. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of an patient injury or medical intervention associated with the incident. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 18 2007. Evaluation summary:the condition of faulty batteries was confirmed during product evaluation. The batteries were depleted and were replaced due to potential damage. This issue is being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.